Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing ipg charging issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing ipg charging issues. The patient will undergo an ipg replacement procedure.